Manufacturer narrative:
On thursday, 06.15.2023, we received the placement files and conducted an analysis. In both cases the red arrow and the deviation! Message appeared on the screen indicating that the feeding tube was deviating towards the lungs. However, the users continued to advance the feeding tube. Additional information was received on 7/12/2023 from the site via email indicating that they believed the device was a contributing factor to the event and therefore the complaint is being re-opened for further investigation.

Event description:
A lung placement occurred on (B)(6) 2023. Intervention was required to remove the feeding tube from the lung to prevent injury. Based on the information provided no actual injury occurred to the patient.

Event description:
A lung placement occurred on (B)(6) 2023.